Manufacturer narrative:
Omit "02 - device evaluation anticipated, but not yet begun", omit "the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed." The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a custom IV tubing set separation during an infusion of unspecified fluid or medication. It is not known where the separation occurred and there is no report of patient harm.